Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. On april 14, 2016, biosense webster inc. Initiated a voluntary labeling correction to clarify an existing contraindication relative to patients with prosthetic valves in the instructions for use (IFU) for all pentaray® catheters. The current language in the IFU provides a precaution against use of the pentaray® catheter in patients with prosthetic valves under the contraindication section stating: "[the] use of this catheter may not be appropriate for use in patients with prosthetic valves." We are updating the IFU to clarify the contraindication statement as follows: "do not use pentaray® catheters in patients with prosthetic valves".

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17081942l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products were used during this study: carto system. Other company¿s devices were used during this study: steerable agilis nxt (st. Jude medical) sheath, 2.4 mm jawz biopsy forcep (agron medical devices). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that a (B)(6) female patient with a mechanical carbomedics bileaflet mv for mitral valve endocarditis in the setting of hypertrophic cardiomyopathy underwent a radiofrequency ablation for persistent, symptomatic atrial fibrillation using a pentarey catheter. During mapping, one of the spines of the pentarey catheter became entrapped in the mechanical mitral valve and the sheath was advanced to provide support on the catheter to free the pentarey catheter from the mitral valve. The distal bipole of one of the linear spines had sheared off and was left in the area of the antrum of the right inferior pulmonary vein. The fragment was withdrawn to the right heart and the fragment remnant was successfully retrieved by using an agilis sheath and bioptome. The patient did not have any appreciable hemodynamic or respiratory compromise either during or after the entrapment and retrieval. The patient tolerated the procedure well without additional complications. A follow-up echocardiogram after ablation demonstrated normal bileaflet mechanical valve prosthetic function. The author confirmed that the patient was fully recovered. Title: ¿pentaray entrapment in a mechanical mitral valve during catheter ablation of atrial fibrillation.¿ the purpose of this study was to describe entrapment, shearing-off and retrieval of a bipole on the pentaray mapping (prm) catheter in a mechanical mitral valve. The awareness date for this complaint is 01/26/16.